Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
Visual inspection of returned device revealed that the device was fractured on the medial side of the post. All pieces were returned. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. It fractured, which was manufactured in june 2012 and has been used in an unknown number of surgeries.the fractured tasp component in this complaint was manufactured before the design modification.